Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, lemo connector and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot. There is no report of death or serious injury.